Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, and the numbers were scrolling on their own. There were no significant events recalled, leading up to this. The customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted. No unexpected numbers ramping/scrolling on their own noted. The insulin pump received with cracked case at display window corner, reservoir tube, reservoir tube lip, minor scratched display window and missing endcap sticker.